Event description:
Information was received indicating that a smiths medical cadd legacy pump failed occlusion test. No adverse effects were reported.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed occlusion test. No adverse effects were reported. It was further reported that the additional contact information was as follows: cvs contact information: cvsproductsafety@cvshealth.com. The product problem was observed during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
H6: patient code updated to 2645.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found no evidence of reported problem. Visual inspection and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation, the pump downstream occlusion sensor failed occlusion testing and the reported problem was caused by faulty downstream sensor. Service's replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.